Event description:
It was reported that there was an extrusion of the extravascular implantable cardioverter defibrillator (ev-ICD) in the pocket area. The patient experienced exudate of wound. The patient was admitted to the hospital and intravenous medication was administered. The patient is a participant in a clinical study. It was further reported that a pet (positron emission tomography) scan showed infection. It was further reported that there was mild suppuration at the device insertion site in the left subaxillary area, with partial spontaneous erosion of the device through the skin. It was reported that the entire system was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 lot# serial# (B)(6) implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.